Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, there have been no patient complications since the surgery.

Manufacturer narrative:
The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A report was received from a manufacturing company reporting a surgeons report implanting an intraocular lens (iol) following measurements during intraoperative abberrometry. The surgeon remeasured following implantation and it was indicated that it was incorrect. The measurement suggested a different iol. The lens was removed and replaced during the same surgery. No patient injury. Additional information has been requested.